Manufacturer narrative:
B5 - describe event or problem updated. D4 - lot # changed from blank to pd1k12112131. D4 - expiration date changed from blank to 6/11/2023. D4 - unique identifier (UDI) # updated. H4 - device mfg date changed from blank to 12/11/2021. H6 - adverse event problem health effect - clinical codes added.

Event description:
It was reported that after wearing the pod on the leg, the site became infected. The patient visited the doctor and was prescribed antibiotics (amoxicillin 250 mg) to be taken 3 times a day and recommended calpol 250 mg capsule and nurofen 200 mg capsule, for the pain.

Event description:
It was reported that after wearing the pod on the leg, the site became infected. The patient visited the doctor and was prescribed antibiotics (name unspecified) to treat the affected area.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.